Event description:
It was reported via literature that a cerebral vascular accident occurred. A left atrial appendage (laa) closure procedure was performed using a watchman flx laa closure device with delivery system (wds). Post procedurally the patient experienced dysarthria and left hemiplegia. Head computed tomography was negative. Magnetic resonance imaging identified a right cerebral infarct of putamen and corona radiata with mild improvement in symptoms. The patient was diagnosed with penetrating artery stroke due to systemic hypoperfusion during general anesthesia. Conservative interventions were provided via physical therapy and rehabilitation. No further information on the status of the patient is available.

Manufacturer narrative:
Literature citation: eastman l., coylewright m., crain n. (2021) a neurologic conundrum stroke post left atrial appendage. Journal of the american college of cardiology, vol 77, issue 18.